Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for the past 3 days that range from (250-300 mg/dl). The customer would take manual injections to stabilize bg levels. During the call with tandem technical support (cts), a system check was performed indicating the pump was functioning as intended. Reportedly, the customer changes the cartridge every 3 days. The customer was advised to change the cartridge every 2 days. The customer reported during the call to have changed basal settings from 0.5 to 2.0 prior to contacting cts. The customer was instructed to consult with health care provider on basal settings.